Event description:
It was reported by customer during check that cardiosave intra-aortic balloon pump (iabp) that helium was leaking from regulator once bottle was changed. No patient involvement.

Manufacturer narrative:
Due to character limitation in e1, event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e1 (initial reporter, event site mail). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, replacement regulator (0103-00-0637) is needed to complete repair. Hissing sound when helium bottle is opened. Replaced high pressure regulator (0103-00-0637). Opened bottle and no leak heard. Leak tests passed. All checks performed and seen to pass. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.